Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient was complaining of neck discomfort. The nurse programmed the patient to an output of 0ma and a magnet output of 0ma. The patient was scheduled for an appointment with his physician.

Event description:
It was later reported on (B)(6) 2013 that the patient's neck discomfort occurred with stimulation. Although surgery is likely, it has not occurred to date.

Event description:
It was reported on (B)(6) 2012 that when diagnostics were performed (systems) the dcdc was 7. The physician is uneasy about referring the patient for revision surgery due to her age and body type (thin and fragile). The physician is aware of the recommendations to program the device off in the presence of high lead impedance, however he decided to keep the device programmed on and adjusted the settings from 1.5/30/500/30/60/1.75/500 to 2.5/30/500/30/3/2.75. The patient stated after the adjustment to the settings, she was able to feel a little bit of the stimulation. She is not experiencing any pain and the physician will follow up with the patient in a few weeks to see how she is doing. The physician feels that there may be a kink in the leads and might order an x-ray at that time. Follow up revealed that x-rays will not be taken and there were no reports of trauma or manipulation prior to the onset of the high lead impedance. There were also no programming or medication changes. Currently, there are still no plans for surgery and the physician will continue to monitor the patient. (B)(4) attempts to obtain additional information have been unsuccessful to date.